Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2014 at (B)(6) in (B)(6). Prior to implant a barium swallow, ph test, and manometry test were performed. Patient received an egd, contrast swallow, dilation and two high resolution manometry test after implant. Uneventful device explant (B)(6) 2016 at (B)(6) hospital in (B)(6).